Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the physician connected the device to a chronic epicardial lv lead while performing generator change, low lead impedance was observed. The programmer software would not allow the physician to program lv pacing on. The device was replaced. The patient was stable throughout and after the procedure.